Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient suffered two falls and subsequently lost stimulation as one of the leads had migrated. Surgical intervention was undertaken and the lead was explanted and replaced. Additionally, the physician implanted 2 additional leads in order to provide the patient additional therapy. Postoperatively, the patient reported effective therapy.